Manufacturer narrative:
Final analysis of the lead found that all conductors were broken at the ends of the segment of the lead (overstress/damage) most likely due to the severe twisting of the outer insulation. Final analysis of the implantable neurostimulator found no significant anomalies. The set screw was backed out too far.

Event description:
It was reported that the lead was twisted ¿multiple times¿ which caused the lead to break inside the implantable neurostimulator (ins). Additionally, all impedances were out of range. The lead and ins both had to be replaced as the remaining lead could not be removed from the ins. It was indicated that the patient was not affected by this. There were no patient symptoms or injuries related to this event.

Manufacturer narrative:
Product ID 3093-28 lot# serial# unknown, implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.